Event description:
It was reported that during patient use, a ventilator displayed a "system error 76" message and a shutdown alert was continuously generated. A nurse checked the unit and noticed that ventilation had stopped. The patient's oxygen saturation declined to 81%. The patient was then manually ventilated as they were transferred to another ventilator without additional incident or harm. The nurse tried but was unable to shut down the device. The device was forcibly turned off by long pressing the power source button. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).